Event description:
It was reported that the flotrac broke apart. No patient injury was reported.

Manufacturer narrative:
Customer report was confirmed. One complete flotrac - vamp adult kit was received . Tubing was found broken off from uv bond joint with vamp reservoir. Rough surfaces were observed at broken tubing ends. Tubing was bent near the site of damage. The device history record was reviewed and all manufacturing requirements were met.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, deflation difficulties were encountered. The target lesion was located in the moderately calcified and moderately tortuous upper arm vessel. The symmetry small vessel balloon catheter was advanced to the lesion. The balloon was inflated twice to 12 atmospheres and for approximately 1 minute each time. It was noted that while deflating the balloon, it took almost two minutes to completely deflate. There was no issue in the removal of the device. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as 'good'.

Manufacturer narrative:
PMA/510(k)number - class I exempt.

Event description:
A hemodialysis rn has verbally reported the following event: it was learned that the patient was on dialysis for a while and was hooked up with the catheter and bloodlines laying on the white blanket that covered the patient. This reporting rn was present in the unit at this time and saw no blood on the blanket. The patient then vomited and then they looked and then found that the patient was wet underneath with a significant amount of blood loss. The nurse reported that the patient had been sitting in a recliner. Staff questioned whether this was a rectal bleed. The patient was transported to ICU and 3 units of prbc was ordered, but it remains unclear at this time what was actually given to patient. Reportedly, the patient is doing fine with no further ill effect noted. Additionally, in speaking with the nurse, she reported that the event did not occur at the connection to the dialyzer or to the connector areas. She also reported they are unable to find the source of the blood loss. The sample is available for eval.